Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years, twenty-five days post a port placement, when a medicinal solution was injected into the port, leakage occurred around the port placement area. It was further reported that the port itself and near the stem was found to be damaged. There was no reported patient injury.

Event description:
It was reported that seven years, twenty-five days post a port placement, when a medicinal solution was injected into the port, leakage occurred around the port placement area. It was further reported that the port itself and near the stem was found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter on the distal end of the cath-lock. The edges of the partial circumferential break appeared to be longitudinal and uneven. The surface was noted to be granular, a leak from the partial circumferential break was observed. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture. However, the investigation is unconfirmed for the reported catheter damaged issue as the more specific fracture was identified during investigation. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.